Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, atrial oversensing was observed, possibly related to mv sensor. It was recommended to desactivated mv sensor

Event description:
Reportedly, atrial oversensing was observed, possibly related to mv sensor. It was recommended to deactivate the mv sensor.